Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin in the cartridge. The customer's blood glucose level exceeded 500 mg/dl, and the cgm displayed a "high" reading. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and changed the infusion set and cartridge to resume insulin therapy.